Manufacturer narrative:
Bsc is still awaiting device return. This report will be updated once the product analysis is complete.

Event description:
It was reported during the implant procedure for a crtd system, the right ventricle (rv) lead was implanted and tested it, and all numbers were within range. The physician then implanted a right atrial (ra) and it, tested, and all numbers were within an acceptable range. When trying to cannulate the coronary sinus, the right ventricle (rv) lead dislodged. When the physician tried to remove the rv lead, it got stuck. Such force was required to pull the lead out that it destroyed the rv lead, breaching the insulation such that the coil was exposed. In order to ensure that the entire lead was extracted, he then unfixed the right atrial lead(ra) and used it to help pull the remaining rv lead out of the vessel. The entire rv lead was able to be extracted, but was severely damaged. The physician commented that the vessel was tight, and that it contributed to the damage and force that was needed to explant the two leads. The physician then decided to proceed with cs cannulation via subclavian vein. Once the left ventricle (lv) lead was fixed, he proceeded to re-implant a new (rv) 0672 and (ra) 7740 without an issues via the axillary vein. No adverse patient effects were reported. Both leads are expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead found that the helix mechanism was retracted, and the lead body was damaged with the stylet inserted in the lead. The trilumen was ripped apart, and the conductors were deformed (stretched) near tip of lead. Additionally, the trilumn was cut through, exposing the distal cable approximately 17 cm from the terminal end. The dislodgment allegation could not be confirmed as the lead tip/helix appeared normal. Based upon the clinical observations and the laboratory findings, the observed damage appeared to be induced.

Event description:
It was reported during the implant procedure for a crtd system, the right ventricle (rv) lead was implanted and tested it, and all numbers were within range. The physician then implanted a right atrial (ra) and it, tested, and all numbers were within an acceptable range. When trying to cannulate the coronary sinus, the right ventricle (rv) lead dislodged. When the physician tried to remove the rv lead, it got stuck. Such force was required to pull the lead out that it destroyed the rv lead, breaching the insulation such that the coil was exposed. In order to ensure that the entire lead was extracted, he then unfixed the right atrial lead(ra) and used it to help pull the remaining rv lead out of the vessel. The entire rv lead was able to be extracted, but was severely damaged. The physician commented that the vessel was tight, and that it contributed to the damage and force that was needed to explant the two leads. The physician then decided to proceed with cs cannulation via subclavian vein. Once the left ventricle (lv) lead was fixed, he proceeded to re-implant a new (rv) 0672 and (ra) 7740 without an issues via the axillary vein. No adverse patient effects were reported. Several requests were sent to the rep asking for device return. No response was received.

Manufacturer narrative:
The device is expected to be returned to bsc for analysis. This report will be updated once the product analysis is complete.

Event description:
It was reported during the implant procedure for a crtd system, the right ventricle (rv) lead was implanted and tested it, and all numbers were within range. The physician then implanted a right atrial (ra) and it, tested, and all numbers were within an acceptable range. When trying to cannulate the coronary sinus, the right ventricle (rv) lead dislodged. When the physician tried to remove the rv lead, it got stuck. Such force was required to pull the lead out that it destroyed the rv lead, breaching the insulation such that the coil was exposed. In order to ensure that the entire lead was extracted, he then unfixed the right atrial lead(ra) and used it to help pull the remaining rv lead out of the vessel. The entire rv lead was able to be extracted, but was severely damaged. The physician commented that the vessel was tight, and that it contributed to the damage and force that was needed to explant the two leads. The physician then decided to proceed with cs cannulation via subclavian vein. Once the left ventricle (lv) lead was fixed, he proceeded to re-implant a new (rv) 0672 and (ra) 7740 without an issues via the axillary vein. No adverse patient effects were reported. Both leads are expected to be returned for analysis.